Event description:
It was reported that the ventilator's turbine did not rotate with an audible alarm. It is unknown if the ventilator was connected to a patient when the reported problem occurred.

Manufacturer narrative:
The field service center found the turbine would not rotate. The turbine was replaced to correct the reported problem.